Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-05217, and #3005099803-2009-05219 for a description of the other devices. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6), 2009 (pt exact age unk, however, the pt was noted to be over 50 years old). According to the complainant, the first clip failed to grasp tissue. The second clip did nothing. When they were placing the third clip into the scope, the clip fell off onto the floor. They used a fourth clip and completed the case. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.